Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that a patient underwent a revision knee procedure due to poly wear or oxidation. The femoral component and bearing were removed and replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product confirmed the presence of wear (pitting and gouges). Additionally, it was noted that the medial portion of the tibial bearing appears to have been deformed possibly due to articulation. Review of the provided radiographs by a health care professional identified the following: the tibial component has valgus positioning with an angle of 92.5 degrees and the femoral component appears to over sized. The tibial slope was near neutral and lucencies were seen along the medial and lateral tibial plateau. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.